Event description:
It was reported that the evis exera iii video system center was presenting a b30 scope communication error while in use. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
At this time, the device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.¿ because the user report could not be verified as the device in question was not returned, investigation believes the b30 error was likely caused by a communication failure between the scope and video processor. Olympus will continue to monitor the field performance of this device.